Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with a 490cc mentor memorygel breast implant experienced left sided dissatisfaction of implant post procedure. Patient noticed it was the wrong size right after surgery and notified hcp and had another surgery to replace only the left side only. As a result, patient underwent removal and replacement with a 490cc mentor memorygel breast implant (3507490mc) on (B)(6) 2020.